Manufacturer narrative:
1038671-2024-00683 report number d10: 140-36-52 - nv ehxl ntrl lnr g2 36mm multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00683 g4: 510k unknown due to the initial device not been reported. The most likely underlying cause for the revision reported is prosthesis wear and loosening and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that a patient had a right hip revision, and then experienced a second revision surgical procedure, approximately 4 months after revision surgery. Revision operative report postoperative diagnosis: mechanical loosening of internal right hip prosthetic joint, initial encounter. The hip was dislocated with relative ease and the femoral head was removed from the trunnion with no damage. There were 2 areas of osteolysis noted 1 at the dome. The patient was revised to competitor¿s devices. The patient opted to bed taken to recovery room stable condition. The devices were not returned, there are no images provided. No further issues or complications were reported. There is no other information available.